Event description:
It was reported that (1) devices were used during an unknown procedure. It was reported by the affiliate that the skin stuck with pmw35 after firing. Another instrument was used to complete the case. There was no consequence to the pt.